Manufacturer narrative:
Follow-up #1: date of submission 22-mar-2018. Device evaluation: the device has been returned and evaluated by product analysis on 09-mar-2018 with the following findings: review of the black box data revealed multiple loss of prime warnings with low non-zero force. On investigation, the pump powered on and rewind, load and prime steps successfully completed. The force sensor was evaluated and found to be within required specifications. The pump was exercised for 24 hours without any loss of prime occurring. Investigation did not duplicate the complaint. Unrelated to the original complaint, the battery compartment was noted to be cracked during the investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a prime (unable to prime) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.